Event description:
Tech alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake casters are out of adjustment. The tech adjusted the brake linkage to resolve the issue.